Event description:
During the guidewire advancement to the target lesion resistance was encountered and the distal end of the guidewire broke off inside the microcatheter. The guidewire and the microcatheter were successfully removed from the patient as one unit. The procedure was successfully competed with another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire core wire and nitinol sheath were separated into 2 pieces. The guidewire nitinol was separated at 11.2cm from its distal end. The core wire was separated at 11.9cm from its distal end. No sign of nitinol stretching were found on the nitinol and the core wire. Approximately 0.7cm section of the core wire was protruding out of the distal side of the nitinol section. A functional test was not performed due to the observed anomalies. No other anomalies were noted. Sem (scanning electron microscopy) micrographs were obtained on the distal and proximal separation sites. The nitinol outer sheath was examined from the distal and proximal separated sections. The core wire (on the distal separated section) showed some directional dimpling (evidence of torsion overload). The surface of the distal and proximal separation sites showed some dimples as well. No material anomalies or inclusions were noted. Examination of the separation sites showed evidence of torsional overload; however, this is not definitive. Therefore, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off at 35.0cm to 38.0cm from its proximal tip. The coating was scraped on the guidewire. The coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire where the ptfe was scraped off. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
During the guidewire advancement to the target lesion resistance was encountered and the distal end of the guidewire broke off inside the microcatheter. The guidewire and the microcatheter were successfully removed from the patient as one unit. The procedure was successfully competed with another of the same device. There was no clinical consequence to the patient.